Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intrapelvic tumor resection (sarcoma) procedure, 9 of 10 firings for intrapelvic tumor resection (sarcoma) were successful. At the second firing in question, for small intestine resection, the surgeon fired the device and the knife resected the tissue, however no staple was fired on it. No staple fell into the cavity, either. Then the surgeon clamped the cut end of small intestine with forceps and sutured it manually. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.